Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.

Manufacturer narrative:
Note: there were two potential lot numbers provided; 1277005 and 1268004. The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic assisted radical nephrectomy - "during robot assisted radical nephrectomy (right) plastic cannula broke off in abdominal wall leaving a 7cm piece." Additional information received via email from sales rep on (B)(6) 2016 - the trocar broke mid-way through the procedure. It was not exactly sure if there was an instrument being exchanged or if the cannula was clear at the time when the fracture occurred. The piece was retrieved. Patient status - "no patient injury or illness associated with the event. Patient is good. Unaffected by the event."